Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to dilate a stent graft in the abdominal aorta. However, on first inflation for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned with its original box. The device returned has balloon damage, as part of overall visual revision. The balloon was inspected for defects and it was found burst. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to dilate a stent graft in the abdominal aorta. However, on first inflation for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.